Event description:
Allegedly, the patient was revised due to mom complications (left).

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 3010536692-2014-00550, -00552, -00553. This report will be updated when investigation is completed.